Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 157 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive and the numbers kept on scrolling without the user's input . Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a battery out limit alarm and unable to troubleshoot due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker.